Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported loudspeaker failure. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
H10: a service quotation has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and the cause of the reported issue could not be determined. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. Case can be re-opened for further investigating and documenting new information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.